Manufacturer narrative:
This report is for an unknown end caps/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a lateral femoral nail procedure, three (3) unknown end caps were unable to engage the ti lateral entry femoral recon nail and two (2) ti lateral entry femoral recon nails were twisted and unable to engage with the end caps. It is unknown if there was a surgical delay. The procedure and patient outcome were not reported. Concomitant device reported: unknown extraction instruments (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - end caps. This is report 1 of 5 for (B)(4).